Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Follow up with the nurse found that there was no patient manipulation or trauma noted, however, the patient was a bad historian and could not remember any such incidents. In addition, it was stated that the patient does fall down a lot, but there was nothing noticeable upon the last visit. It was also reported that high impedance was observed through diagnostic tests on (B)(6)2012; however, the exact diagnostics were not provided. While the patient's device was checked for lead integrity, the settings were not changed. In addition, it was reported that the patient did not have any sensation of the stimulus being delivered, which confirmed the belief that there was high impedance or a broken lead. The output current was temporarily increased in intensity from 2.25ma to 3.0ma to make sure the device was not stimulating and the patient confirmed that he still could not feel the stimulus. The nurse again stated that the device was turned off because of the high impedance; however, the device was turned back on after the patient became anxious over the disablement. No additional information was provided.

Event description:
On (B)(6) 2012, it was reported that the patient was seen with high lead impedance on (B)(6) 2012. X-rays were taken of the patient, but there was no obvious break in the lead per the nurse. The nurse attempted to disable the patient's device per protocol with high impedance cases; however, the patient had a panic attack at the thought of the device being turned off so it was turned back on. A copy of the ap chest x-ray was sent to the company for review. The generator was seen in the left chest area. The filter feed thru wires were intact and the lead pin could be seen past the second connector block indicating that it is fully inserted into the generator. A portion of the lead appeared to be present behind the generator. An assessment of strain relief, electrode alignment, and tie-down placement could not be made as no images of the neck were provided. No gross discontinuities or lead fractures were visualized in the portions of the lead that could be assessed; however, there was a high suspect area in the lead below the neck leading up to where the strain relief should be. As the rest of the lead cannot be seen in the image, it is difficult to evaluate this spot. Based on the x-ray images provided, the cause of the high impedance is unknown. No gross lead fractures or discontinuities were visualized in the areas that could be assessed; however, the presence of additional micro-fractures in the lead cannot be ruled out. Attempts for additional information have been unsuccessful.